Event description:
Customer was hospitalized for dka. The customer was treated with an insulin drip. The date was ahead on the pump and the md had reprogrammed the correct date. Troubleshooting was done and the pump passed the functional tests. It was stated that the pump is operating as designed.